Event description:
On 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the covers were broken with missing particles due to physical damage. It was found on photographic evidence by the designated complaint unit employee the headlight covers were cracked with missing particles and the label on the fork has missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The initial reporter was maintenance team. The correction of b5 describe event and problem, d1 brand name, d4 version or model #, d4 catalog #, h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain, h4 manufacture date, h6 medical device ¿ problem code, h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the covers were broken with missing particles due to physical damage, probably rear covers from spring arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the covers were broken with missing particles due to physical damage. It was found on photographic evidence by the designated complaint unit employee the headlight covers were cracked with missing particles and the label on the fork has missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Previous d1 brand name: powerled ii 700. Corrected d1 brand name: maquet powerled ii. Previous d4 version or model #: ard569201907. Corrected d4 version or model #: ardpwt229061a. Previous d4 catalog #: ard569201907. Corrected d4 catalog #: blank. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Previous h4 manufacturing date : 12-dec-2019. Corrected h4 manufacturing date : 17-dec-2019. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907. Material integrity problem/crack//1135. Corected h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907. Material integrity problem/crack//1135. Material integrity problem/degraded/peeled/delaminated/1454. Previous h6 component codes: mechanical/cover//772. Corected h6 component codes: mechanical/cover//772. Mechanical/label//862. Getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the covers were broken with missing particles due to physical damage. It was found on photographic evidence by the designated complaint unit employee the headlight covers were cracked with missing particles and the label on the fork has missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. The device has been repaired by replacement of pwdii-7-upper cover + handle (ard369221998) and returned to use. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. The cover of lighthead was cracked: the cause of this damage is probably a mechanical shock. To prevent any incidents, the instruction for use IFU 01811 operating instructions mentions: "the use of a damaged device may lead to a risk of injury for users or a risk of infection for patients. Do not use a damaged device." "Check that the device has not suffered any impact damage." Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 2nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. As it was stated, the covers were broken with missing particles due to physical damage, probably rear covers from spring arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.